Manufacturer narrative:
The large suturecut needle driver instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large suturecut needle driver instrument, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a vinci-assisted surgical procedure, the customer reported the wire on a large suturecut needle driver instrument broke during suture. The procedure was completing as planned no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the instrument was inspected prior to use and there was nothing out of the ordinary. The surgeon was suturing when the issue occurred, but no fragment fell into the patient. The surgeon did not know what caused the instrument to break. The instrument was in use for about 30 minutes before the issue occurred. The surgeon did not notice issues with the functionality of the instrument during the surgical procedure nor did the instrument collide with any other instruments or other hard materials during the procedure. The instrument was not removed during the procedure prior to the issue and the procedure was completed robotically with no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.